Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up with the customer, she indicated that the suction on the pump immediately gets too strong and gets even stronger when it goes into the second phase, that it is uncomfortable but not excruciating and she is experiencing bleeding at the base of her nipple. She believes that she developed mastitis as a result of the issue and was treated by a physician who prescribed difloxin. She received her replacement pump which is working much better and suctions less at lower settings so she can use it for longer amounts of time with no pain. The mastitis has resolved completely. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." The breast pump was returned by the customer for testing/analysis. In summary, the pump did not meet all of its performance specifications in that minimum vacuum levels were too high while single pumping in both stimulation and expression phases and also while double pumping in expression phase. Because the pump tested out of specification in a manner not consistent with what would cause mastitis (failure to drain the breasts of milk), it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Evaluation summary: the pump was visually examined and the following were noted: pump type: pump in style advanced. Pump manufactured on: 08/19/2009. Circuit board data: medela part #9007026; software version 5.1; manufacturer part # bio477a; lot code 0202 (1). Ac adapter medela part #9207010. Vacuum levels and cycle rates were measured and the following were the results (note: the pump ran for 30 seconds before any measurements were taken). The vacuum values for this pump in expression phase, minimum setting, both double and single pumping should have been approximately 115 mmhg for pumps made with the 9007026 circuit board. The transformer was found to be in proper condition. The pump was out of specification (vacuum levels too high) for the following settings: stimulation phase, minimum vacuum, single pumping. Expression phase, minimum vacuum, double pumping. Expression phase, minimum vacuum, single pumping.

Event description:
The customer reported to customer service that she has had her breast pump for three months and just started using it recently. She is using it on the lowest setting and it is too strong for her and after using it several times, her nipples were bleeding. She tried a larger breast shield, which did not resolve the issue.